Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008; 4193, implantable pacing lead, implanted: (B)(6) 2002; 5554, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance that was trending up, indicating a possible fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2008 and (B)(4) 2008. Analysis of the device memory indicated the impedance trend on the right ventricular pacing lead was rising. Max rv pace impedance rises from 1712 ohm the week ending (B)(4) 2011 to 2176 ohm the week ending (B)(4) 2013.